Event description:
It was reported that the patient had a cardiac resynchronization therapy defibrillator (crt-d) implanted. Shortly after the surgery the patient's condition suddenly deteriorated and various rescue operations were performed by the doctor. The patient passed away during the night and the cause of death was brain death. The patient's family expressed concern that there was something wrong with the implanted device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a cardiac resynchronization therapy defibrillator (crt-d) implanted. Shortly after the surgery the patient's condition suddenly deteriorated and various rescue operations were performed by the doctor. The patient passed away during the night and the cause of death was brain death. The patient's family expressed concern that there was something wrong with the implanted device. It was further reported that the patient's death was not related to the surgery but was caused by other diseases.